Event description:
Staff member believes the pt's blood possibly seeped through the gloves. Hospital unsure of which lot was used so they sent over all the lot numbers available for the biogel m glove. Blood borne pathogen exposure: happened in cardiac cath lab: used single glove for case; took glove off and noted watered-down blood next to his skin; no indication anything wrong with glove before, during case; scrubbed with chlorhexidine immediately; not further action taken.

Manufacturer narrative:
Manufacturing results: reviewed all batch documentation related to the lot number and no issues were highlighted during production. Performed watered leak testing on returned and retained samples and all were found to have no holes in the gloves. Molnlycke health care visited the facility and the gloves were being stored approx 2 feet below the lights, high on shelves and they were in plastic bins. Our gloves should be stored away from light/sunlight.